Manufacturer narrative:
Examination of the returned device confirms the nylon impaction head component has cracked. A worldwide complaint database search for the product code (B)(4) identified several similar complaints of damage to the nylon impaction head. The instrument exhibits signs of heavy usage. The (B)(4) sp*2 poly tib comp impactor is designed to have the (B)(4) tib tray impactor celcon replacement component replaced after heavy usage/impacts. The root cause is attributed to product wear out through normal use and servicing. Based on the investigation findings of product wear out through normal use and servicing as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Impactor tip is broken.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.